Manufacturer narrative:
See also the other manufacturers reports for the other 5 patients: 3008344661-2019-00044, 3008344661-2019-00045, 3008344661-2019-00046, 3008344661-2019-00047, 3008344661-2019-00055. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated hbsag results on the architect i2000sr analyzer. The samples were repeatedly (B)(6); however, neutralizing confirmatory testing was not performed as required per the package insert. Unfortunately, 6 neonate patients were treated with unnecessary infusion of gamma globulin. The 6 neonates had all been inoculated with the (B)(6) vaccine prior to testing. The 6 patients treatment conditions were as follows: there were 3 patients where the condition was severe and required timely treatment. After discussions between the clinical physician and family members 2 patients underwent gamma globulin therapy, and 1 patient underwent plasma therapy. The other 3 patients underwent treatment by other treatment methods, but the specific treatment conditions are unknown. Of these, there were two patients who, after a new blood draw had a (B)(6) result for (B)(6) surface antigen. Roche confirmed the patients as (B)(6). Data and sid for the additional 2 patients were not provided. It was asked and not known which patient received which treatment. All known data has been provided.

Manufacturer narrative:
No confirmatory testing was completed using a neutralizing assay, therefore the full assay testing algorithm was not followed per the product package insert. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.